Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 197 mg/dl and 91 mg/dl; 380 mg/dl and 143 mg/dl. Sets of readings were taken on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.